Event description:
Stryker sustainability endocut scissor tip would not cut. Replaced with a new scissor tip with a different lot number that functioned without issue. Reason for use: laparoscopic cholecystectomy.